Event description:
It was reported that the pump pocket was revised because, the wound would not heal. There were no signs or symptoms of infection and the old site looked good. The pump was relocated to the contralateral side of the patient¿s abdomen and a catheter extension was attached to accommodate the pump move. It was later reported that the patient¿s therapy was never interrupted because the existing pump was just relocated to the contralateral side of the abdomen. The pump was delivering morphine, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID 8590-1 lot# n279988, implanted: 2011 (B)(6), product type accessory product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).